Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose blood glucose. Customer¿s high blood glucose was over 500 mg/dl, 458 mg/dl, 178 mg/dl, 320 mg/dl, 258 mg/dl and low 60 mg/dl. The customer was treated with the manual injections and insulin pump for high blood glucose and drank orange juice ate almonds for low blood glucose. The customer troubleshooting was performed for high and low blood glucose. The customer alleging possible pump under delivery because she was not having the problem before and now she has it. The customer was neither in emergency room, nor admitted into hospital, as a result of high, and low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.0880 inches. No possible over/under delivery anomaly or check setting alarm noted during testing. Device had cracked battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).